Manufacturer narrative:
Patient initials are (B)(6). Device is an instrument and is not implanted/explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation summary shows, the extremely delicate, single use 1.1mm guide wire was received, missing approximately 7mm from the distal tip following use in the field. The drawings were reviewed during this evaluation. The guide wire is made from (B)(4) stainless steel which is an appropriate material. The diameter 1.1mm is dictated by the need to place cannulated screws or cannulated drill bits over the already inserted guide wire to allow for precise screw placement. The design is determined to be suitable for the intended use when used as intended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a guide wire broke during an open reduction internal fixation (orif) procedure to repair a distal fibula fracture. It was reported that while using the compression screw, the guide wire broke. This breakage was noticed at the end of the procedure. A 6-8mm piece of the guide wire tip was left in the patient. There were no surgical delays and the procedure was completed successfully with no harm to the patient. This report is 1 of 1 for (B)(4).